Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient "can't find the antenna" stating their back was overstimulated, they couldn't walk, and their back was starting to get sore. Through clarification, it was confirmed that the patient did not have either the programmer or programmer antenna as they were lost but did have the recharger; the patient was in the process of getting a new programmer. No further complications were reported/anticipated.